Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "system not working". No specific failure symptom was provided. This could indicate that the device was "not working" for diagnosis or treatment. No patient involvement was reported.